Manufacturer narrative:
D3 - postal code, h6: updated. The suspect product was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the 250ml cassettes had repeatedly alarmed with a downward occlusion while they had been completing the preparation process. The pump had been removed and the tubing had been massaged, which had typically resolved the issue, although it had occasionally required multiple attempts. This issue had not been observed with the 100ml cassettes. The technicians had stated that this had previously occurred only occasionally, but recently it had been happening almost every time. The event occurred during set up at the clinic and the operator of the device was a health professional.